Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient underwent evar on (B)(6) 2014. While the physician was using the device, the valve leaked excessively. Apart from the successfully deployed graft, no part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. On september 2, 2014 additional information provided: leaking valve once dilator was removed and coda balloon introduced and removed. Estimate blood loss 300mls. Patient systolic bp fell from 140 to 107 and haemoglobin dropped. Flexor sheath of delivery system was removed and replaced with another introducer.